Event description:
Medtronic received information that one week following the implant of this bioprosthetic valve, echocardiography revealed left ventricular outflow track (lvot) obstruction by one of the struts of the valve. It was reported that this patient was small ((B)(6)) with small anatomy. It was suspected that the patient was well hydrated during implant, and once in recovery, diuretics were used to decrease extra fluid accumulation, causing the dynamics of the heart to change, resulting in movement of the strut of the valve into the lvot. The valve was explanted and replaced with a non-medtronic product with smaller strut profile with similar clinical results. The status of the patient was unknown.

Manufacturer narrative:
Product analysis: the valve has not been returned for evaluation. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.